Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a "speaker malfunction" error message and audio loss. It will be considered that the device was in clinical use when the issue was found. There was no report of patient injury or harm.